Event description:
The customer reported an access 2 immunoassay system (serial number (B)(4)) generated nonreproducible troponin I (access accutni+3) results. The access 2 immunoassay system generated an elevated accutni+3 result for one patient. As a result, the patient was transferred to an alternate facility. Upon arrival, the patient was tested again and an analyzer at the facility generated a "negative" troponin I result. The original patient sample was repeated on the access 2 immunoassay system in question as well as on a backup analyzer in the laboratory; lower results were obtained. The patient sample was collected in a green-top, plasma tube and centrifuged at 3300 rpm for ten minutes. The customer reported no issues with sample integrity. All system parameters including quality control (qc) results, calibrations, and system check were within assay and instrument specifications.

Manufacturer narrative:
There is no indication the access accutni+3 reagent used during this event was returned to beckman coulter (bec) for evaluation. There is insufficient evidence to reasonably suggest a system malfunction -- system parameters such as quality control (qc), calibration, and system check recovered within assay and instrument specifications. The cause of nonreproducible accutni+3 results could not be determined with the provided information. (B)(4).